Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pain'), uterine perforation ('1 sticking out of a tube/my left coil is imbedded in my uterus/had one coil in my uterus') and abdominal pain lower ('cramps') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy sporadic bleeding"), swelling ("swelling"), abdominal distension ("bloating"), spinal stenosis ("spinal stenosis") and cervix inflammation ("extreme inflammation in my cervix"). The patient was treated with surgery (devinci hysterectomy to remove essure (B)(6) 2016 and hysterectomy to remove essure (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, abdominal pain lower, genital haemorrhage, swelling, abdominal distension, spinal stenosis and cervix inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, cervix inflammation, genital haemorrhage, pelvic pain, spinal stenosis, swelling and uterine perforation to be related to essure. The reporter commented: placed the coils in april this year (unspecified). The consumer had cervix, uterus and tubes removed due to extreme swelling. The ovaries are present. Concerning the injuries reported in this case, the following one/ones were reported via social media: genital bleeding, abdominal pain lower, swelling, bloating, pelvic pain, cervix inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received: events added- spinal stenosis, pelvic pain. Reporter added on 23-mar-2020: content received from social media: new events were added as 1 sticking out of a tube/my left coil is imbedded in my uterus/had one coil in my uterus, extreme inflammation in my cervix. New reporter was added. On 23-mar-2020: content received from social media: the hysterectomy was performed on (B)(6) 2016. The medically significant and intervention was marked for the events 1 sticking out of a tube/my left coil is imbedded in my uterus/had one coil in my uterus, extreme inflammation in my cervix, pelvic pain, genital hemorrhage, cramps. Patient's demographics were added. Date of implant was updated. New reporter was added. On 23-mar-2020: social media report received. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.